Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had become dislodged. An increase in capture threshold and a decrease in sensing were observed. No patient symptoms were reported. The lead was explanted and replaced during a routine device changeout procedure. The patient was noted to be in good condition following the procedure.